Event description:
It was reported that the patient required revision surgery due to instability. The patient experienced a fall, resulting in soft tissue instability.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2020-01240 ; 341-16-706, s809 - trauma, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.